Event description:
Caller reported pixel issue on pump display, with half the display appearing black, which affected interaction with the pump. There was no adverse impact to the customer's blood glucose level. The pump was not replaced, and the customer reverted to mdi for back up insulin therapy.